Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 550:320 was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 550:320:844:0000. This problem was identified during service and failed to audibly alarm as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.